Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd extension set was leaking the following information was received by the initial reporter with the following verbatim: "I just want to let you know about an incident that occurred at (B)(6) yesterday. We had a cytotoxic spill that occurred due to a leak from the connection between the 5port IV line and the bd smartsite low sorbing set as attached. The lines were checked and secured but there was a leak that happened. Not 100% sure if it was from the 5port line or the filter one however I thought it needed to be brought to your attention. Riskman has been completed."

Event description:
No additional information.

Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿a cytotoxic spill that occurred due to a leak from the connection between the 5port IV line and the bd smartsite low sorbing set as attached. The lines were checked and secured but there was a leak that happened¿. The products in use at the time is reported to be a 20350e-0006 smartsite¿ extension set from lot 23079275 and 11426965-04 from lot 24015559. No additional information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lots 23079275 and 24015559 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports for leakage between the connection of the 20350e-0006 to the 11426965-04 in the past 12 months.

Manufacturer narrative:
Material number and batch number needed to be updated - section d updated to reflect the changes.

Event description:
No new information.